Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; d2; d9; g1; g3; g6; h1; h2; h3; h6. The reported event has been confirmed through returned product analysis. Visual examination of the returned product identified that the center post reamer shows signs of use and wear and tear. There is some galling on the shaft of the reamer, and the collar at the distal end of the reamer has some wear and tear. The distal tip of the reamer's step feature has cracked in two places. A review of the device history record(s) identified no deviations or anomalies during manufacturing. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.

Event description:
It was reported that the tip of a central post reamer was found to be split prior to the procedure, and another tray was opened. The issue was detected during pre-operative instrument setup. There was no patient involvement. Attempts have been made, and no further information has been provided.

Manufacturer narrative:
(B)(4). G2: foreign - event occurred in canada. H6: proposed annex g code: mechanical (g04) - drill. The customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.